Event description:
A vaxcel pasv port was going to be implanted for the infusion of therapeutic medication. During preparation, the peel away sheath would not separate. Another device was used to complete the procedure.